Manufacturer narrative:
(B)(4). A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.

Manufacturer narrative:
(B)(4).

Event description:
Customer states that during athoraco/wedge/segmental resection, upon the first fire for the lung parenchyma resection idrive and egia45amt ware used. Doctor set the device on the tissue and started the fire. After the clamp cover proceeded a little, the device stopped firing. The device did not stuck on the tissue. Surgeon removed the device with no problem and opened new 45amt to complete the case. Gender: not provided. Age and weight: not provided. Last patient's status: good. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. No reinforcement material used in conjunction with the stapling device.